Event description:
It was reported that 3 bd pegasus¿ safety closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: the extention tube was found leaked during using.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd pegasus¿ safety closed IV catheter systems experienced leakage. The following information was provided by the initial reporter: the extention tube was found leaked during usage.